Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty remote frequency board. The insulin pump received with cracked battery tube thread, cracked belt clip slot, and cracked reservoir tube lip noted.

Event description:
The customer reported via phone call that they had a failed selftest alarm on their insulin pump. The customer's blood glucose was 310 mg/dl. Customer reported the correct bolus amount was recorded in the bolus history during troubleshooting. It was also found the insulin pump failed a self test during troubleshooting. The customer was advised their insulin pump needed to be replaced. Customer will be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.